Event description:
A pt rec'd a burn two (2) days after treatment was administered. The sound head (applicator 27335, s/n (B)(4)) is beeping during treatment as well. Device has not been returned for eval. Djo considers any report of burn a serious injury and reportable event.